Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a signal artifact monitor (sam) episode had been generated for this system. Atrial pacing impedance was greater than 3000 ohms in atrial ring to device. There is history of noise on the atrial channel that resembles myopotential as it is not regular like minute ventilation (mv) chop/noise. Sensing and threshold measurements remain stable and they will continue to monitor for noise. No adverse patient effects were reported.